Event description:
Our company received notice of a law suit filed against a home medical equipment store in which an (B)(6) pt was placed on a knee walker. Under the supervision of a store employee the pt fell off the walker, suffering multiple injuries requiring surgery including broken arm, fractured pelvis and compression fracture of the knee. There are no claims of malfunction of the device or defects of the device.